Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spine fusion. It was reported that intra-operatively, the threads of the screwdriver that engage the tulip of the screw had been damaged. The result of the damage was that when the screw was fully tightened onto the driver, the screw was not co-linear. Thus, the result would be a toggled screw insertion. The issue was found before screw insertion and the site decided to not use the screwdriver. The procedure was completed using a different screwdriver and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
The driver was returned to the manufacturer for analysis. Analysis found that the returned driver was in good condition with no apparent damage to the tip. The driver had normal function with a known good screw. If information is provided in the future, a supplemental report will be issued.